Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a carto 3 system where all body surface and intracardiac ECG signals were lost. During the procedure, specifically during ablation, both the carto system and the electrophysiology (ep) recording system would lose all body surface and intracardiac signals. No troubleshooting took place, as the event was reported after the case. The procedure was completed without any patient consequences. The inability to monitor a patient¿s ECG rhythm while devices are intracardiac can lead to undetected, possibly life threatening rhythms. As a result, this event is MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial flutter with a carto 3 system where all body surface and intracardiac ECG signals were lost. The failure was isolated to the body surface (bs) ECG cable. The bs ECG cable was replaced, and the issue was resolved. The history of customer complaints associated with carto 3 system #13489 was reviewed. There were no other complaints (out of 24 additional reported complaints) that may be related to the reported issue. A device history record (DHR) review was performed by the manufacturer, and no anomalies related to the reported issue were noted in the manufacturing or servicing of this equipment.